Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. It was noted that the device displayed a batter depletion error. The device remains in-service. No additional adverse patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. It was noted that the device displayed a batter depletion error. Subsequently, the device was explanted and replaced. No additional adverse patient effects have been reported.

Manufacturer narrative:
This report contains a correction to field e: initial reporter including all related details.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. It was noted that the device displayed a batter depletion error. Subsequently, the device was explanted and replaced. No additional adverse patient effects have been reported.

Manufacturer narrative:
This report contains a correction to field g2: report source. This report contains a correction to field e: initial reporter including all related details.